Manufacturer narrative:
It was reported that during a perm procedure the case was aborted. The surgeon had begun to place the penta lead when the technicians reported changes in the neuromonitoring. The doctor stopped for a bit and then checked again. He did not like the response so the lead was removed, the patient closed, and case abandoned. Based on the information received, the cause of the reported incident is not product related. Evaluation codes - changed results and conclusion code to match ppe analysis.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. The event of abandoned procedure due to changes in the neuromonitoring was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implant procedure was abandoned on (B)(6) 2020, due to reported changes in the neuromonitoring. The patient reportedly is doing better.